Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Upper case, lower case, and battery drawer are broken. Analysis also found the battery release, lead flex cover, battery flex, and heart lead flex are contaminated. Two bail covers and ring cover are broken. Broken. Battery contacts are compressed, one side bail is bent, and the ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the cases are cracked and the battery door is broken. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.